Manufacturer narrative:
The device was not returned and the lot number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system. This alarm occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was reported that the supply line of an amia cassette was no longer connected to the supply bag. The patient informed their registered nurse regarding the issue. The patient would complete therapy by manual exchange. Proper procedures per the user manual were reviewed with the patient. There was no patient injury, or medical intervention associated with this event. No additional information is available.